Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis event, and the use of the liberty select cycler or cycler set. Additionally, there is no allegation of a cycler malfunction or deficiency, or cycler set defect reported as the cause of this event. The culture results are not available, however; the cause of the peritonitis is suspected to be related to either a breach in technique by the patient while traveling between her daughter¿s house and her home or the diagnosis of a subcutaneous leak. ¿subcutaneous leakage of dialysate fluid remains rare and exposes the patient to the risk of infection and withdrawal from the technique.¿ all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this patient went to the hospital due to abdominal pain. The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. The patient was discharged on (B)(6) 2025 and placed on back-up hemodialysis (hd). Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was traveling back and forth between her daughter¿s house and her own house. When she traveled, she brought her liberty select cycler. On (B)(6) 2025, the patient attempted to begin pd treatment using the liberty select cycler. The patient received a balloon valve leak alarm. The patient attempted to set up again the following morning but received the same message. The patient contacted technical support and was issued a replacement cycler. The pdrn stated the patient did not complete treatment on the (B)(6) 2025. The pdrn does not understand why the patient did not complete treatment using manual exchanges. The patient received the replacement cycler on (B)(6) 2025. The pdrn stated the patient began treatment on the evening of (B)(6) 2025 but woke up in the middle of the night with severe abdominal pain and went directly to the hospital. The patient never contacted the clinic. The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. The patient was also found to have a subcutaneous leak. This was discovered due to the patient having negative ultrafiltration. The patient was placed on back-up hemodialysis (hd) due to the leak. The pdrn does not have the culture results from the hospital and does not know the antibiotic regimen. The patient is receiving intravenous (IV) antibiotics during hd treatments. The patient was discharged on (B)(6) 2025 and started in-center hd on (B)(6) 2025. The cause of the peritonitis is unconfirmed. However, it is suspected that the patient had a breach in technique while traveling between the daughter¿s home and her own or that the subcutaneous leak is a contributing factor.